Event description:
It was reported that this pacemaker had reached end of life (eol) for two years and no information regarding device replacement. As of this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker had reached end of life (eol) for 2 years and no information regarding device replacement. As of this time, this device remains in service. No adverse patient effects were reported. Additional information indicated that patient's device is defective and stopped working. Boston scientific technical services (ts) explained to patient why pacemaker lasts long. Patient stated that three doctors informed not to replace the device due to it is "high risk". Ts referred patient back to physician.